Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. The patient received inappropriate hv therapy. Programming changes were recommended.